Event description:
During product evaluation, the pump's batteries were found to be damaged. It is unknown when this occurred. It is not known if there was any pt injury or medical intervention necessary. No additional info is available.